Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication while using the analyzer during an implant procedure and then displayed an diagnostic message. The programmer had to be restarted. The programmer remains in use. No patient complications have been reported as a result of this event.